Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured between may 11, 2015 and may 13, 2015. The device was evaluated at the dublin compounding facility. Visual inspection revealed a black mark on filter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on filter. This was identified during storage. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.